Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted due to an unspecified product performance issue. Additional information was received confirming this lead showed high impedances at the implant attempt and the helix would not extend on the fifth reposition. The physician asked for a new lead and implant it without problems, this concluded the procedure. This lead is not expected to be returned for analysis. No adverse patient effects were reported.